Event description:
The end user alleges he fell out of the motorized wheelchair after a pants belt, which he uses to secure his legs, became caught under the rear wheels causing the unit to go over onto its side. Allegedly, as a result of the incident,the end user fractured his left arm.

Manufacturer narrative:
No malfunction suspected. The motorized wheelchair performed as intended upon field evaluation. End user reported modifying the equipment with a belt to secure his legs. Hoveround's owner's manual warns end user's, "do not modify your mpv4 in any way".